Event description:
A customer reported experiencing an alarm issue related to occlusion with their insulin pump. During the event, there was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer's mother initially changed all supplies multiple times a day but later resolved the issue by resuming insulin without altering any supplies. The technical support team communicated suggestions such as trying an angled infusion set due to the customer's lean body type, and if occlusions continued, further assistance was advised. The customer appreciated the support and guidance provided.